Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed.

Event description:
Received info stating that the customer fill estimate was inaccurate. She claims that this has been occurring intermittently over the past year, but this is the first time she has called in about the issue. There was no impact to the customer's blood glucose level.